Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor (icm) exhibited a failure to sense. No intervention was performed. The patient was in stable condition.